Event description:
On (B)(6) 2014 the lay user/ patient¿s reporter contacted lifescan (lfs) and alleged the patients one touch ultramini meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged the issue began on (B)(6) 2014. The patient manages her diabetes with insulin (self-adjuster) and oral medication for diabetes. The reporter alleged the patient took her usual dose of medication in response to the reported issue. The reporter claims the patient developed symptoms of ¿groggy and driving on the wrong side of the road¿ at an unspecified date/time after the product issue began. The reporter alleged the patient visited the emergency room (ER) on (B)(6) 2014 at an unspecified time. The patient reported that a blood glucose test was performed using the ER/hospital meter, with a result of ¿152 mg/dl. No other treatment was received by the patient due to the product issue. At the time of trouble shooting, the cca confirmed with the reporter the correct testing procedure and walked through a re-test and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.